Event description:
During a review of programming history on (B)(6) 2013 it was noted that on one occasion a faulted system diagnostic test occurred on (B)(6) 2007. The change in settings were found and corrected on (B)(6) 2007. No adverse events have been reported as a result of this event.

Manufacturer narrative:
Analysis of programming history.